Manufacturer narrative:
(B)(4). Technical support engineer troubleshot with customer over the phone and recommended to replace the graphical user interface (gui) printed circuit board (pcb). The liquid crystal display (lcd) panel and the light-emitting diodes (led). Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to evaluate the device.

Event description:
It was reported that an 840 ventilator had an erratic top display. The ventilator was not in use on a patient at the time the malfunction occurred.